Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by "device was formed closed clips without closing the jaws?" Surgeon closed handle 25% in order to load clip into jaws, partially closed clips entered the jaws. This was with handle 25-30 5 closed. Please provide more information regarding specific issue that occurred. Were clips malformed? Yes, partially closed. Were jaws of device damaged? No. Did clips drop or eject from device? No. Were clips delivered onto tissue? No. Was device fired over another clip or hard structure? No. How was case completed? Same like product.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 4 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws opened and closed as intended. In addition the device locked out as intended however the orange indicator was noted undertraveled. Please note that this finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was formed closed clips without closing the jaws. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.